Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported: "blurry image and the image is misaligned". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the complaint issue was described as blurry image and image is misaligned. The blurry image complaint was not verified, but the centering issue was confirmed. A functional test could not duplicate any issues related to a blurry image: the camera produced a quality image consistent with other, known, working cameras. The centering was shifted up and was cut off at the top of the screen. Mechanical shock couldn't shift the image center, nor could pressure on the prism or prism mounting bracket. The prism mount and pwb brackets were verified to have proper torque and thread lock, yet the centering was still off. Since this camera has a history of centering issues, it's recommended that the prism be replaced. The cause of centering issue was undetermined, unable to identify root cause with 100% certainty. The event is filed under internal karl storz complaint ID: (B)(4).